Manufacturer narrative:
Date of occurrence: (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermate bladders ruptured. The intermates were filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date:(B)(4) 2017 - (B)(4) 2017. The devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on the devices and noted the bladder had ruptured on all three units. Microscopic examination of the bladders were performed with no signs of abnormality. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.